Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) clock could not be set to the correct time. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon additional analysis of the reported issue it has been determined that the inability to program the local time in the device does not present patient risk or harm and does not impact device functionality. If information is provided in the future, a supplemental report will be issued.